Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/07/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the right side of the abdomen and was described as becoming itchy on the second day of wear. The patient went to the doctor to receive treatment for the rash and was prescribed mupirocin ointment, which the patient used to treat the affected area. The patient does not remember the date of intervention. At time of contact the patient's condition was good. No additional event or patient information was provided.